Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent, unspecified low blood glucose (bg) levels at night. Reportedly, customer is consulting with healtchare provider to adjust basal settings to address the low bg.